Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low readings issue was reported with the adc device. Customer received 61 mg/dl lower sensor scan results and as a result, experienced a loss of consciousness. Customer was unable to self-treat and was rushed to the hospital where a reading of 900mg/dl was taken on an health care meter. Customer received health care provider treatment of IV insulin (dose/type unknown) for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.